Manufacturer narrative:
The act button did not respond due to flattened button dome switch. Analysis was unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to no button response. The insulin pump was receive with severely scratched display window, scratched case, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 353 mg/dl. The customer states they attempted to input there blood glucose value, when they noticed the buttons were unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.